Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that on (B)(6) 2010 the patient went from a pain rating of ¿10 to 5¿ after the pump implant and was ¿over medicated.¿ it was noted that the patient only took five pills a day and had gotten way down. It was indicated that the patient had spasms like someone had ¿stabbed¿ them in the back and that they had a ¿butchered¿ neck from surgery. It was noted that three healthcare professionals (hcps) told the patient that they could assist the patient but they didn¿t take the patient¿s insurance. It was noted that in 2005 the patient had a preexisting motor vehicle accident and was ¿rolling 10 times¿ and had a pain rating of 10. The patient had blacked out from the pain and didn¿t get a chance to explain their pain places. The patient had a fracture three places in their spine, c6 damage and injury, and a butchered neck from surgery. The patient had two failed spinal surgeries, ¿most damaged broken¿ c5, fractured c7 that were covered up and 11 months later at the emergency room x-rays found that the patient still had three fractures in the thoracic spine at t5, t6, and t7. A second failed surgery was done to cover up the second mistake. The patient was taking 40 vicodin a day and fentanyl patches. It was noted that the patient didn¿t even want the pump but after the pump was implanted their pain rating went to a 5. It was also noted that in 2015-2016 the patient had a computerized tomography myelogram done and was told their nerves were really damaged. Further information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient was not following up with the hcp in 2010 at the time of the event and it was unknown who the patient was seeing in 2010. It was indicated that no information was available regarding the event. No further complications were reported.